Manufacturer narrative:
Additional information reported that one prior inflation was applied. The issue reported was a longitudinal balloon burst. 6 atm inflation pressure was applied to the balloon prior to the burst. The leak in the balloon was noted during the procedure, the balloon did not fragment and the device was removed from the patient. No vessel damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state, the device was flushed, (photo 4) and a 0.035¿ guidewire was loaded, an indeflator with a pressure gauge was used to inflate the balloon to its rated burst pressure (rbp) of 14atms and it held pressure, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving the admiral xtreme pta balloon catheter sbi040200130, a fibrous lesion was present in the mid location of the popliteal artery, which also exhibited moderate tortuosity and moderate calcification. A balloon burst, leak, or catheter leak occurred at nominal pressure. Inflation was performed using an inflation device. No embolic protection was used, and no resistance or excessive force was encountered during device advancement. The procedure was completed using another medtronic balloon. No patient complications have been reported as a result of this event.